Manufacturer narrative:
(B)(4). A visual inspection was performed and there were no observations related to the customer complaint. No failures were found during the global receiver functional testing. A hardware error icon was observed on the receiver screen. A review of the receiver data log found a hardware error code hwrf deeming this complaint reportable upon completion of the device evaluation on (B)(6) 2015. The customer complaint was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 the receiver would not turn on. Patient did not report any injury or medical intervention.